Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 5 months post implant of ventrio st, patient had hernia recurrence. The instructions-for-use supplied with the device identify hernia recurrence as a possible complication. This emdr represents the ventrio st (device #2). An additional supplemental emdr was submitted to represent the sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2012 - patient was diagnosed with large incisional hernia thereby underwent open repair with implant of sepramesh ip (device #1). Per operative notes, "there were a few adhesions between the bowel and the hernia sac which were reduced. A sepramesh ip (device #1) was cut for the defect, placed below the level of the fascia and sutured.¿ on (B)(6) 2014 - patient visited hospital for abdominal wall hernia. On (B)(6) 2014 - patient was diagnosed with pain, recurrent incisional hernia thereby underwent open repair with the explant of mesh (device #1). Per operative notes, "hernia sac was protruding, appeared to be laterally from mesh that had pulled away. Lysis of adhesions to free up the segment of the small bowel was performed. Once it was freed up, undersurface of the old mesh (device #1) was removed or portion thereof it removed. Some other crease of mesh that was left behind. A piece of ventrio st hernia patch (device #2) was placed into the defect.¿ on (B)(6) 2015 - patient had small recurrence of hernia, reduces easily and pops back out a little bit. Patient will be reconsidered for another repair if hernia starts to be bigger or cause symptoms. Attorney alleges that the patient had adhesions, fistulae, mesh migration, pain, hernia recurrence and mesh pulled away from hernia defect.